Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarmed during testing. The pump passed the unexpected restart error test. No unexpected restart alarm was noted. The pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer stated that the lower left and lower right of the display have a crack near the belt clip portion. The customer stated that the reservoir window has a crack.